Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, which resolved the issue, and the customer was instructed to continue using the pump while monitoring for any recurrence.